Manufacturer narrative:
Addendum ((B)(4) 2013): additional information was received from the affiliate. The target lesion was the superficial femoral artery. The lesion was calcified and had ¿normal tortuosity.¿ there was no difficulty removing the product from the hoop or removing the protective balloon cover. There were no kinks or other damages noted prior to inserting the device into the patient. The device prepped normally. Visipac contrast media was used. A 50/50 contrast saline ratio was utilized. A syringe was used. There was no resistance/friction noted inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. It was stated "a hole occurred/burst." The device was removed easily from the patient. The device did not kink during use. The product has not been returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported by the affiliate that during use of a 6mmx4cm powerflex pro pta catheter, there was a hole in the balloon. There was no patient injury reported. The target lesion was the superficial femoral artery described as calcified with ¿normal tortuosity.¿ there was no difficulty removing the product from the hoop or removing the protective balloon cover. There were no kinks or other damages noted prior to inserting the device into the patient. The device prepped normally. Visipac contrast media was used at a 50/50 contrast/saline ratio. A syringe was used. There was no resistance/friction noted inserting the balloon through the rotating hemostatic valve or through the guide catheter. The device did not kink during use. There was no difficulty advancing the device through the vessel or crossing the lesion. It was stated ¿a hole occurred/burst." The device was removed easily from the patient. One non sterile catheter power flex pro 6.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were blood residues observed in the returned device. Not kinks or bents were observed in the returned device. A leak test was performed; however leakage was observed at 4.7cm from distal tip end due to a pinhole. Sem analysis was performed to identify the cause of balloon leakage. Results showed that the balloon external and internal surfaces exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst was confirmed through analysis of the returned device however the exact cause could not be determined. Based on the information available there are vessel characteristics (calcification) which may have contributed to the difficulty experienced by the customer. Neither the DHR nor analysis suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by the affiliate that during use of a 6mmx4cm powerflex pro pta catheter, there was a hole in the balloon. There was no patient injury reported and the device will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
Addendum (29-oct-2013): the device lot number was received from the affiliate: (B)(4). Device history record (DHR) review was conducted on the lot number provided and the product met quality requirements for product acceptance. Complaint conclusion: it was reported by the affiliate that during use of a 6mmx4cm powerflex pro pta catheter, there was a hole in the balloon. There was no patient injury reported. The target lesion was the superficial femoral artery described as calcified with ¿normal tortuosity.¿ there was no difficulty removing the product from the hoop or removing the protective balloon cover. There were no kinks or other damages noted prior to inserting the device into the patient. The device prepped normally. Visipac contrast media was used at a 50/50 contrast/saline ratio. A syringe was used. There was no resistance/friction noted inserting the balloon through the rotating hemostatic valve or through the guide catheter. The device did not kink during use. There was no difficulty advancing the device through the vessel or crossing the lesion. It was stated ¿a hole occurred/burst." The device was removed easily from the patient. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported balloon burst could not be confirmed and the exact cause could not be determined. Based on the information available there are vessel characteristics (calcification) which may have contributed to the difficulty experienced by the customer. Based on the DHR, there is no suggestion that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.